Manufacturer narrative:
(B)(6) 2025 - the consumer indicates that the burn occured when the consumer fell asleep while in use of the device. All heating pads advises consumers not to use the device while sleeping or laying. Also warns the consumers in the user manual not to use on sensative areas. The consumer did not return the devivce. Therefore, an investigation will not occur.

Event description:
(B)(6) 2025 - the consumer claims to have received a burn while using the product. The consumer received medical attention.